Event description:
On (B)(6)2022, infutronix received a complaint from an end user: "our patient had a pump leak twice this week. We aren't really able to determine the cause, but the chemo bag/spike seemed to be intact. The 2nd time, the tubing on the pump broke off. I'm not sure if this is an issue with how the bag fits into the pouch?" Device operator was a patient. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device is podo (tianjin) medical co. Ltd.

Manufacturer narrative:
On (B)(6)2022, infutronix confirmed with the end user that the affected device was discarded and will not be returned for evaluation and therefore no root cause could be established.